Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose, with readings around 185 mg/dl, after a site change that was difficult to grip and initially painful, and the user was guided to replace the infusion site and resume insulin delivery. Symptoms included no reported clinical manifestations. Outcomes included restoration toward target management with user education and no need for outside assistance or medical intervention. Investigation included telephone-based troubleshooting, review of infusion site status, confirmation of no bent or broken needle, and education on alternative infusion set options for improved handling. Investigation of this case revealed that the infusion site discomfort and handling difficulty were noted without evidence of device breakage, leakage, or insertion needle damage, and the event was consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.